Event description:
The patient called to report a bothersome bump on the left side of the pacemaker implant site. Follow-up conducted revealed that the patient hasn't been seen since post implant check. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5024m implantable pacing lead 1997 (B)(6); 5524m implantable pacing lead 1997 (B)(6). (B)(4).